Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
It turned out during investigation that the device was involved in a similar event reported for (B)(6) 2016 - please refer to the respective MFR. Report #9611500-2016-00318. A dräger service engineer was dispatched for the next day who could confirm the problem of sporadic issues with the ventilator and replaced the ventilator motor, the piston diaphragm and parts of the motor position supervising system. Proper function of the device was verified by testing before returning it to use - however, six days later the users experienced similar problems again. The evaluation during follow-up revealed that an o-ring intended to secure the piston diaphragm in place had become dislodged. A causal connection to the first service intervention is likely. The service engineer has replaced the piston diaphragm again and attached a new o-ring as well. The machine was returned to use after having passed all consecutive tests.

Event description:
Please refer to initial MFR. Report #9611500-2016-00316.